Event description:
Meperidine pca 300mg/30ml syringe was placed in lifecare pca + 11 infusor on evening of 2/3/92 for patient analygesia use. On 2/4/92 rn noticed wet spot on floor and when investigating noticed fluid coming from pca pump. When rn opened pca pump she noticed a 1 3/f" x 1 1/2" broken piece of glass from pca syringe. The piece of glass appeared to be a perfrct fit from the portion misssing from the pca syringe. The rn discarded the piece of glass but saved the remaining syringe, which was sent to the manufacturer for qa examination. The patient did not experience any ill effects and there has been no change in patient's clinical status. The pca syringe was being infused through an abbott pca minibore tubing set #3559.other devices in use at the time of the event were a mcgaw 522 intelligent IV pump and a v7230 pump set.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.